Event description:
It was reported via repair work order that the mattress was punctured with fluid intrusion present. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.